Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during preparation to treat a paroxysmal atrial fibrillation presented visible air bubbles. The scrap tech was flushing the sheath. He was able to flush forward, however, even with the stop cock off to the sheet fluid was back flowing back into the syringe creating air bubbles. To solve the issue the device was replaced, and the procedure was completed without patient complications. The sheath is expected to be returned.

Event description:
It was reported that a faradrive steerable sheath during preparation to treat a paroxysmal atrial fibrillation presented visible air bubbles. The scrap tech was flushing the sheath. He was able to flush forward, however, even with the stop cock off to the sheet fluid was back flowing back into the syringe creating air bubbles. To solve the issue the device was replaced, and the procedure was completed without patient complications. The sheath is expected to be returned.

Manufacturer narrative:
The faradrive sheath was returned to boston scientific for analysis. Upon receipt at our post market quality assurance laboratory the sheath underwent visual inspection, leakage testing, and microscope inspection. No abnormalities or defects were found on the exterior of the sheath. During leak and aspiration performance testing it was found that the device failed to seal pressure and fluid within the sheath. Inspection of the hemostatic valves found the inner face of the internal valve torn, compromising the valves' ability to seal pressure and fluid within the sheath. The reported clinical observations were confirmed by the analysis results.